Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer's blood glucose levels were 50 mg/dl and 300 mg/dl. The customer had not treated for the blood glucose level. The customer had been using the insulin pump within 48 hours of reported high blood glucose level. The customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose levels. The customer experienced insulin flow block alarm. The insulin pump was on auto mode at the time of the incident. The customer did not allege the insulin pump for over delivery. The insulin pump will not be returned for analysis.